Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly or unexpected shut off anomaly was noted. The insulin pump had normal operating currents and passed the self test. No frozen screen, unexpected audio anomaly or display anomaly was noted. No damage was found on the isolation tape. All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is malfunctioning because it was beeping without any message on the screen. Customer also states that the insulin pump is frozen without any advancement of time. The blood glucose reading is 245 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.